Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt underwent vns lead and generator revision surgery due to high lead impedance and suspected premature end of service for the generator. The high lead impedance event is being reported via MDR #1644487-2010-00281. Further attempts for information are in progress. The explanted generator has been returned and is currently in product analysis.